Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was intermittent. It was noted that the patient had some issues with the stimulation turning off when she tilted her head. Additional information received reported that the patient¿s stimulation was intermittent. It was noted that ¿her 2 front areas only worked when she tilted her head a certain way.¿ it was noted that this had been happening for ¿at least a couple of weeks¿ prior to the report.